Event description:
Pt underwent total hip arthroplasty inserting prosthesis from sulzer. Postoperatively, pt developed hip pain ultimately requiring revision. On or about 2/23/00, the hosp was first notified that this particular lot number was being recalled due to residual mfg residue on prosthetic which may cause adverse reaction and failed arthroplasty.